Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, documentation and a visual inspection of the returned product was conducted. The returned product was reviewed and it was confirmed that the extension tubing had partially separated at the hub. The 14mm of the catheter remained, the rest appeared to have been cut off. A connector was returned with the device that was attached to the luer lock connector on the hub. The connector was visually identified as the connector that was supplied in the kit with the product as a microclave neutral displacement connector. It was unknown if the failure mode contributed to the incident of sepsis. Examination of the returned and used product confirmed the presence of hub separation. Review of lot records did not observe any non-conformances that may have contributed to this issue.

Event description:
A PICC line was placed on (B)(6) 2016 for treatment. While the patient was at home, the PICC line tore apart at the cap level. The patient was given antibiotics. The PICC line was changed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A PICC line was placed on (B)(6) 2016 for treatment. While the patient was at home, the PICC line tore apart at the cap level. The patient was given antibiotics. The PICC line was changed on (B)(6) 2016.